Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via manufacturer representative regarding a product used for spinal therapy. It was reported that when inserting the catheter into the vertebral body through the working trocar, a balloon catheter immediately malfunctioned and burst while filling the balloon with contrast medium. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that pre-op diagnosis is osteoporotic fracture and procedure involved was balloon kyphoplasty. The reported event occurred during normal usage of the device.

Manufacturer narrative:
H3: product analysis of part# k08a, lot# unknown. Visual and optical inspection revealed the balloon has been damaged. The balloon has been punctured/sliced. The damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.